Event description:
The user reported the monitor generated an error code in the arterial module. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.